Manufacturer narrative:
The date of this submission is (B)(4) 2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss waxed for general oral hygiene (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed the insert popped out and the silver cutter popped off when the consumer was pulling and cutting the floss. The consumer put it back and used the floss again but the dispenser popped out again and at times the metal cutter popped off again. This report had no adverse event and the action taken with the device was unknown. The lot number was not reported; therefore a batch record review, retain sample analysis, and lot trend analysis could not be performed. The analysis for the product quality complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was considered as a reportable malfunction case in the united states of america.